Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be generated upon conclusion.

Event description:
Prior to patient contact, the user tested device function and found the basket would not open/close.

Manufacturer narrative:
A review of functional test, complaint history, device history record, quality control and a visual inspection was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was returned in the shipping tray. The handle is in the open position and the basket formation is in the closed position. A functional test was performed with the device in the tray and the handle does not actuate the basket formation. The stone extractor was removed from the tray and a functional test was performed. The udh does not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached, adhesive is visible on the basket sheath a review of the non-conformance data revealed 2 non-conformances. These non-conformances are not related to the complaint condition. Based on the provided information a definitive root cause cannot be established or reported at this time.